Event description:
It was reported that patient experienced a urethral erosion with previous artificial urinary sphincter (aus) cuff. Device was explanted at an unknown date an the patient was allowed to heal. Patient underwent a reimplant to place a new aus.